Manufacturer narrative:
B5: remove reference to "clearlink". H10: the device was received for evaluation and identified to be product code 2c7558. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional pressure and clear passage under water testing and priming were performed; a leak between the assembly of the tubing and drip chamber was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked from the bottom chamber that connects to the spiros. This occurred during taxol infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.